Event description:
New information received notes that x -ray imaging confirmed lead dislodgement into svc.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torque of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received notes that the lead was also unable to be retracted.

Event description:
It was reported that a patient presented with loss of capture caused by dislodgement of the lead. This was confirmed with fluoroscopy. During the revision process, the lead helix was unable to be extended. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.